Manufacturer narrative:
(B)(4) the plant investigation is in progress. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during hemodialysis treatment. Reportedly, an "external blood leak" alarm was generated approximately 2 to 4 minutes into treatment. Blood was visible in the circuit. No dialyzer damage was visible. Reportedly, the leak was observed where the couplings attach to the dialyzer. The patient's estimated blood loss was approximately 250-300ml; noted as being the "circuit volume." No adverse effects were experienced by the patient as a result of this event. The patient was administered one dose of ceftriaxone 1g IV post-treatment as a prophylactic measure. The patient was not symptomatic for infection. The patient completed treatment with a new set-up on the same machine.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The device was returned with a segment of knotted blood tubing attached at each blood port. A visual examination of the returned device found the fibers were wet with indication of blood exposure. The fiber bundle was streaked with blood residue, but there was no evidence of blood in the dialysate compartment. Gross visual examination of the returned device noted a crack near the base of the bell housings at the non-cavity ID end of the dialyzer. There were no cracks identified on the cavity ID end. There were also severed fibers identified during the visual examination. The severed fibers were located on the non-cavity ID end of the dialyzer, between 90 degrees and 120 degrees (approximately), with the dialysate ports situated at 0 degrees. The fibers were severed at the top edge of the dialysate ring within the bell housing. The blunt force that cracked the dialyzer housing may have severed the fibers (which were situated 180 degrees opposite the observed crack). After the visual analysis was completed, the dialyzer was subjected to a laboratory leak test. A leak was observed originating from the crack below the bell housing (at approximately 4.0 psi). Bubble point testing (internal leak testing) could not be performed due to the observed crack; however, the dialyzer likely would have failed bubble point testing based on the severed fibers that were observed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned complaint device noted a crack near the base of the bell housings at the non-cavity ID end. In addition, severed fibers were identified at the non-cavity ID end of the dialyzer. Based on the investigation results, the complainant's report of a dialyzer leak was confirmed.